Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of discoloration could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5303 lot number 19025632 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 07feb2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that pressure rated ext set, IV connector tubing was discolored. The following information was provided by the initial reporter: material no.: mz5303 batch no.: 19025632. It was reported that stock of IV extension tubing is discolored. Stock of IV extension tubing is discolored (typically is clear).

Manufacturer narrative:
Date of event: unknown. The initial reporter also notified the FDA in august 2020. Medwatch report # 3300300000-2020-8007. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure rated ext set, IV connector tubing was discolored. The following information was provided by the initial reporter: material no.: mz5303; batch no.: 19025632. It was reported that stock of IV extension tubing is discolored. Stock of IV extension tubing is discolored (typically is clear).